Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged ar-13999mf fastpass scorpion, sl-mf batch 15318292 was received for evaluation. Functional testing with a needle and suture found that the instrument's jaw doesn't close completely. Upon visual evaluation, it was observed regular signs of wear. Internal manufacturing issues are the reason for the device failure addressed in ncr-28217.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion jaw does not fully close; it does not grab the tissue to fire the suture through. No patients were impacted.